Manufacturer narrative:
(B)(4).

Event description:
The customer stated that they received questionable results for two patient samples tested for ckl creatine kinase (ck) and alb2 albumin gen.2 (alb) on a cobas 6000 c (501) module - c501. Of the two samples, one had an erroneous ck result that was reported outside of the laboratory. The sample initially resulted as < 7 u/l accompanied by a data flag. The initial result was reported outside of the laboratory. The sample was repeated, resulting as 137 u/l. The repeat result was believed to be correct. The patient was not adversely affected. The ck reagent lot number was 15191601, with an expiration date of 05/31/2017. Around the same time as the questionable results, the analyzer experienced several "abnormal probe sucking" errors. The field service engineer determined that the cause was related to poor sampling and poor rinsing. He changed the sample probe and changed the rinse tubing. He performed an air purge, performed a mechanism check, checked rinse levels, checked rinse pressure, and ran a precision check. Precision testing was performed for multiple tests. The system was turned over to the customer for calibration and control testing. Service activities also included replacing the vacuum diaphragm, valve, and detergent tubings. After the service actions, no further issues were reported. The investigation agrees with the root cause determined by the field service engineer.